Event description:
A customer reported that the system would not recognize the footpedal during setting up for a case.there was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb) was replaced. The company representative also noted the footswitch cable (which belongs to the system) should be replaced. The system was tested and found to meet product specifications. The system was manufactured on november 19, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause remains inconclusive as to which part(s) contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).